Event description:
Device 3 of 3. Reference MFR report: 1627487-2017-02182, reference MFR report: 1627487-2017-02288. Follow up revealed that the patient underwent surgical intervention to have their leads and ipg replaced. The ipg was replaced with a different model.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2017-02182. Reference MFR report: 1627487-2017-02288. It was reported that the patient experienced pain at the ipg site and low impedances on both leads.. As a result, surgical intervention may be pending to address this issue.